Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter sterile water leaked from around the sample port immediately after insertion.

Event description:
It was reported that the foley catheter sterile water leaked from around the sample port immediately after insertion.

Manufacturer narrative:
The reported event was unconfirmed. Received (9) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley attached to the drain bag. Visual inspection of the sample noted no physical defects present and no cracks present on sample port. Filled the inlet tubing in urine bag with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and used the (in-house) syringe was easily able to get a sample with no difficulties. No leakage was present and no cracks on catheter that would contribute towards in leak around sample port. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. Correction: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.